Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B53558) inserted for female sterilization. The patient's past medical history included right salpingo-oophorectomy and pap smear abnormal. Concurrent conditions included stress urinary incontinence. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details: there were 5 coils visualized. The right ostia was probed gently with the essure catheter and did not pass more than a few mm. This is consistent with history of right salpingoophorectomy. Diagnostic results: hysterosalpingogram performed on (B)(6) 2015 and (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B53558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included right salpingo-oophorectomy and pap smear abnormal. Concurrent conditions included stress urinary incontinence. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: insertion details: there were 5 coils visualized. The right ostia was probed gently with the essure catheter and did not pass more than a few mm. This is consistent with history of right salpingoophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: left occlusion only. Diagnostic results: hysterosalpingogram performed on (B)(6) 2015 and (B)(6) 2017. Lot number: b53558 manufacture date: (B)(6) 2013 expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: update of quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B53558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included right salpingo-oophorectomy and pap smear abnormal. Concurrent conditions included stress urinary incontinence. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: insertion details: there were 5 coils visualized. The right ostia was probed gently with the essure catheter and did not pass more than a few mm. This is consistent with history of right salpingoophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2015: left occlusion only. Diagnostic results: hysterosalpingogram performed on (B)(6)2015 and (B)(6)2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Outcome for previously reported event pelvic pain is updated to recovered / resolved. Reporter information updated. New event: abdominal pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B53558) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included right salpingo-oophorectomy and pap smear abnormal. Concurrent conditions included stress urinary incontinence. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: insertion details: there were 5 coils visualized. The right ostia was probed gently with the essure catheter and did not pass more than a few mm. This is consistent with history of right salpingoophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: left occlusion only. Diagnostic results: hysterosalpingogram performed on (B)(6) 2015 and (B)(6) 2017. Lot number: b53558, manufacture date: 2013-07-24, expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: quality-safety evaluation of ptc: product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B53558) inserted for female sterilization. The patient's past medical history included salpingo-oophorectomy and pap smear abnormal. Concurrent conditions included stress urinary incontinence. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: insertion details: there were 5 coils visualized. The right ostia was probed gently with the essure catheter and did not pass more than a few mm. This is consistent with history of right salpingoophorectomy. Diagnostic results: hysterosalpingogram performed on (B)(6) 2015 and (B)(6) 2017. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical records provided. Information added/updated: patient¿s date of birth, medical history, essure indication, lot number, insertion date, insertion details. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.